Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was received with the internal label missing. Was sent to the account without a label on the inside packaging. No procedure related to this. The device is expected to be returned.